Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery without any prior low battery alert. The customer¿s blood glucose level was 18.3mmol/ l at the time of the incident. It was reported that they could not upload pump. Invalid data entries and all data would be discarded. It also seemed that she does not receive a low battery alert; the only alarm was replace battery within 30 minutes. It was reported that she always needs to reconnect the blood glucose meter to the pump. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error and low battery. The power management tool confirmed power error and low battery alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. Unable to download the pump to carelink pro properly. Carelink errored "the device returned invalid entries; all data read will be discarded" during download, unable to download to carelink personal carelink errored " the system did not accept the data due to an incomplete/incorrect reading of the device contents, problem isolated to electrical board.